Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The insulin pump was malfunctioning, customer blood glucose was 527 mg/dl this morning and was 40 mg/dl a few days ago. Customer declined going through high or low blood glucose troubleshooting. The top part were the reservoir goes in has broken off and deteriorated. The reservoir was not sitting properly in there. Customer stated that reservoir able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.